Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the device was activated multiple times on a saline-soaked gauze pad and activated intermittently. When seals occurred and an end tone was heard the sealing was adequate. The devices was disassembled and fluid ingress and corrosion was observed on the activation button. When testing for resistance using a multimeter, the device would not give a reading when the activation button was pressed at times. The activation button itself was further disassembled and evidence of fluid invasion and contamination was found. The fluid ingress caused a discontinuity in the circuit of the device which affected the device's ability to activate and complete its seal cycle. The ingress was likely due to the user holding the jaws in of fluid with the handle lower than the jaw such that the liquid travelled down the shafts into the handle body. It was reported that there was alarm activation issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device was not sealing. The reported issue could not be confirmed. The most likely cause could not be established from the information ava ilable. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vnotes hysterectomy procedure, when sealing normal uterosacrals and cardinal and broad ligaments with normal thickness. The device had an end tone heard but no energy delivered when first pressed. When pressing for the second time, energy would be delivered and then the machine would alarm and say incomplete seal cycle. There was no extended surgical time because the second device was immediately available, which functioned as expected and allowed the procedure to continue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.